Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, while being applied on anastomosis on an open jejunostomy, there was a poor staple formation where staples did not form complete b shape and noticed an incomplete staple line. It was also noted that staples fell into lumen. They performed colic surgery as surgical intervention and the surgical time was extended for 25 minutes. Later, they converted to hand sew to complete the case. The patient experienced colic post-operatively and eventually led to cardiac troponin. The patient is deceased.